Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014 at 3am, the patient reportedly obtained blood glucose readings of ¿98mg/dl¿ with the subject meter and ¿53mg/dl¿ with another (unknown) device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient does not manage her diabetes with oral medication or insulin, however, reportedly continued with her usual diabetes management routine. The patient denied testing her blood glucose with any other device after the reported issue occurred. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of shaking and blurry vision 30 minutes later and at the same time afterwards, was administered a glucose tablet/glucose gel by a health care professional as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.